Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis revealed a breach in the shield near the back corner of the device header. Fourier transform infrared (ftir) analysis revealed the foreign material inside the device was consistent with dried blood. There was also evidence of corrosion and arcing in the interior of the device. Hybrid analysis determined that reported no-telemetry/no-output condition was due to a depleted battery. However, since the device was received in a contaminated state that precluded detailed failure analysis, the results obtained during basic analysis were not conclusive to determine the cause of the failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room, having received 7 apparently inappropriate shocks. A pacemaker nurse attempted to interrogate the device, receiving some non-standard tones upon magnet application. After 20 minutes, the device could finally be interrogated, whereupon an electrical reset and serious device memory failure error were noted. The physician opened the pocket and explanted the device. Testing of the competitor right ventricular (rv) defibrillation lead revealed noise and oversensing with lead manipulation. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.